Event description:
The pt presented to the em with severe back pain. He underwent two mris on that day. About one week later, the pt experienced increased pain and wanted an increase in the daily dose. He was subsequently seen in clinic approx 2 weeks after the mris. The pump was interrogated by the hcp and it was noted that multiple pump motor stalls had occurred. The first two stalls recovered in <6 hours. A third motor stall recovered when the hcp interrogated the pump. The pump log indicated "period may exceed tube set." There were no volume discrepancies associated with the motor stall; it was reported that the estimated reservoir volume was 15.6ml and the actual reservoir volume was 15.7ml. It was not reported if an audible alarm was heard. The pump was restarted and programmed to deliver dilaudid 30mg/ml with a daily rate of 6.994mg; bupivicaine 20mg/ml with a daily rate of 4.663mg; clonidine 750mcg/ml with a daily rate of 174.85mcg.

Manufacturer narrative:
.